Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl. Reportedly, the infusion sets were loose and leaking at quick release. Customer declined to troubleshoot for their blood glucose levels. The device is not expected to be returned for analysis

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No error alarm during testing noted.